Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 1192; scs anchor. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09070. It was reported ((B)(6)) the patient experienced ineffective stimulation. Diagnostics indicated high impedance contacts on one of the implanted leads'. Reprogramming was unsuccessful in resolving the issue. Surgical intervention was undertaken to explant and replace the affected lead. Stimulation was restored following the procedure.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-09070.